Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility facility administrator (fa) reported a dialyzer blood leak that was confirmed with test strips one hour into treatment. Upon follow-up, the patient care technician (pct) stated an fx coral fx80 hf 24/cs 1.8sa steam dialyzer was used for treatment, and stated an internal blood leak occurred one hour after initiation of the patient¿s hemodiafiltration (hdf) treatment. The pct stated the machine, a fresenius 5008x machine, alarmed appropriately with a minor blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The leak was visually observed in the effluent dialysate. Stated that fresenius bloodlines were used for treatment and stated the leak was internal. The pct stated there was no defect or damage seen on the dialyzer prior to treatment. The pct stated the patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient's blood was not returned. The pct confirmed there was no patient injury or medical intervention required as a result of the reported event. The patient's pre-treatment hematocrit was 39.4% and the pct was unable to provide the patient's post-treatment hematocrit. The patient did not have any blood access problems for the concerned patient which may result in recirculation and did not exhibit hypercoagulation or hyperviscosity syndromes. The patient's anticoagulation regime included an initial IV bolus of 82 units/kg. Immediately following the event, the patient's treatment was halted and the patient was switched to a different machine and completed their remaining treatment with new supplies without issue. The dialyzer is available to be returned to the manufacturer for evaluation.